Event description:
It was reported by the clinician that after the catheter was in place, they could not remove the spring wire guide (swg), at which point the vascular surgeons were called to help remove the swg from the pt. The nurse stated, she noted the tip of the swg was curled.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.